Event description:
While verifying the instrument after repairs for an unrelated event, a field service engineer (fse) discovered worn tubing through pinch valve vl4b on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the tubing through pinch valve vl4b to resolve the issue, and continued with instrument verification. The beckman coulter internal identifier for this report is (B)(4).